Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post implantation check on (B)(6) 2018, the right ventricular (rv) lead was found to be dislodged. On (B)(6) 2018, a lead revision procedure was scheduled. The same rv lead was repositioned successfully. Patient was stable post procedure.